Event description:
A healthcare facility in another country, reported that a pt got a minor burn while the peripheral nerve stimulator was being used.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A follow up report will be provided.